Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the truepath extension wire and the .018¿ hypotube/drive shaft/working length for the truepath cto device. Microscopic and visual inspection revealed that there were numerous kinks throughout the extension wire. The extension wire was also separated in two pieces, stretched and stuck to the truepath device. The separation was 158.5cm from the proximal end and 18.5cm of the wire was stuck on the truepath device. The separated ends were jagged and damaged. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that detachment of extension wire occurred. The chronic totally occluded (cto) target lesion was located in the mild tortuous and severely calcified superficial femoral artery. A truepath extension wire was selected for use. During procedure at outside the patient's body, the motor housing of the truepath¿ cto device was attempted to be separated from the working length of the device but difficulties were encountered. After successfully detaching the motor housing, the extension wire was connected but was then noted to be detached from the truepath¿ cto device. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed that the extension wire was separated in two pieces, 158.5cm from the proximal end and 18.5cm of the wire was stuck on the truepath device.